Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised that he had evaluated the device and verified the reported issue. At the customer's request, physio-control provided the customer with the part number for a replacement hard paddles assembly. The device has not been returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that the apex shock button on their device's hard paddles assembly does not respond when pressed. As a result, defibrillation with the hard paddles would not be possible if it were necessary. There was no patient use associated with the reported event.